Manufacturer narrative:
According to the customer, on (B)(6) 2022 her son was found "stuck between the rail and the bed". The customer reported he was stuck there "all night" and was transported to the hospital where he was "admitted for 11 days". The customer reported he was diagnosed with "crushing syndrome". The customer reported "he seems to have recovered from the accident". The customer did not report any specific treatment the hospital provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2022 her son was found "stuck between the rail and the bed".